Event description:
I had laparoscopy, hysteroscopy and ablation on (B)(6) 2018 for unexplained lower l pelvic pain, menorrhagia, and dysmenorrhea. Hysteroscopy showed endometriosis and l ovary adhesion to the other tissue. Post-surgery I still have experienced lower l pelvic pain which has increased in severity/intensity. Subsequent visits to the doctor and CT to rule out other explanations for pelvic pain found nothing of note with the exception of the tip of my essure device on the l side to be in an ¿indeterminate location.¿